Event description:
Reporter indicated that patient had been hospitalized for 3 weeks because of a stomach ache and being irritable and restless. Medication changes had taken place prior to being admitted to hospital. Patient has now been weaned off of seroquel and is in the process of being weaned off of klonopin. It was reported that approximately 1 week ago the patient stopped eating and is now having urinary retention. Further investigation revealed that output current was decreased 6 weeks ago due to heavy breathing.